Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the battery gauge was fluctuating. The customer declined to troubleshoot this issue. Customer¿s blood glucose level ranged from 110-120 mg/dl. The customer declined to provide a backup method for insulin therapy.